Event description:
It was reported by a sales rep that intergel was used in a diagnostic laparoscopy procedure with minimal adhesiolysis in mid-may. The sales rep reported that the pt developed an abscess and required second-look surgery. At this time, the pt had a fever. There was no bowel perforation, and multiple adhesions were noted. The surgeon irrigated, cleaned it up, and closed, and the pt did better. The sales rep also stated that "the surgeon thinks the pt had a reaction to the intergel." The surgeon provided additional details on 6/2002; he performed a laparoscopy with fulguration of endometriosis, ovarian cystectomy and ovarian drilling on this pt. He irrigated throughly with ringer's lactate and then instilled 300 ml of intergel. The pt did well for 4 days but on day 5, pt reported difficulty with bowel movements. On day 6, had vague abdominal symptoms and on day 7, pt had one episode of severe abdominal pain. On day 8, pt spiked a fever to 101.6 and developed significant abdominal pain; their wbc was 14,000 with a shift to the left. Repeat laparoscopy was performed. The surgeon noted multiple adhesions. Also, the surgeon noted inflammation, swollen reddened tubes and abscess. The bowel and bladder were intact. Two gram stains obtained; one showed occasional cocci consistent with staphylococci or peptostreptococci while the other was negative. Cultures were negative. "Fibrinous debris: was removed, which pathology showed to be a fibrinous exudate with reactive mesothelial cells, hemorrhage and moderate acute inflamation with neutrophil infiltration. The pt's symptoms resolved following the second laparoscopy.